Manufacturer narrative:
H.6 investigation summary: material #: 368607. Bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for defective locking mechanism and needle stick ¿ after use/dirty were not observed. In addition, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that while using the bd vacutainer® eclipse¿ blood collection needle that the safety feature on the eclipse needle broke off when activated, and needlestick occurred. One health employee was affected, they were treated for a contaminated skin puncture.